Manufacturer narrative:
Product returned was the implant (concomitant) and the reason of the removal was unable to retrieval a piece of the abutment screw. On 17-apr-2017 a dental crown with abutment attached was received with the gold screw inside the abutment. X-rays were received.

Event description:
The dentist reported that the dental implant was placed on (B)(6) 2012 and restored on (B)(6) 2012. The patient returned to the office on (B)(6) 2017 with loss of the restoration and unknown abutment screw fractured. The dentist was unable to remove the broken screw from the dental implant. Implant was removed via trephine on (B)(6) 2017 and the site grafted for future placement.

Manufacturer narrative:
Visual inspection of the as received products identified that an unknown abutment screw had fractured horizontally across the threads. The bottom portion of the screw had stuck in the implant and the top portion remained threaded in the abutment. Also an x-ray provided by the dentist identified that the screw had fractured inside the implant and the bottom portion of the screw remained in the implant. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.